Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen 700mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient came into the hcp office for a post op appointment after their pump replacement on (B)(6) 2019 and the hcp realized that the pump pocket was swollen and extremely hot to the touch. The pump was removed and replaced on the opposite side with a prepontine catheter to be placed in the ventricle. The infected pocket was flushed and attached to a wound vacuum. It was reported that the issue was resolved at the time of the report and the patient's status was noted as "alive-with injury." No further complications were reported.